Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and severely calcified vessel below the knee. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres within 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).